Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the I-beam was fully retracted and the sled was beyond clamp up position. Also, there were staples protruding from proximal staple cartridge channel and there was no trace of obstacles incorporated in the jaws. The returned reload was loaded and applied to the test media with proper transection and staple formation. The clamping mechanism was deformed. Functionally, the interlock functioned properly. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur: first, firing over tissue that is beyond the recommended thickness range. Second, the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during video assisted thoracoscopic surgery lobectomy, the lung parenchyma was clamped and when trying to fire, the firing was unable to be performed. Another reload was used to complete the case. There was no patient injury.